Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an optiflex nitinol stone retrieval basket was used for a "kidney stone removal" procedure (patient age, gender, and weight are unknown). According to the complainant, the retrieval basket would not open or close inside the patient "after being used for awhile." According to the physician, the problem was because of "damage inside the shaft or damage of the basket." The procedure was successfully completed using another optiflex nitinol stone retrieval basket.the physician indicated no additional event information is available.the patient was reported to be "stable" post procedure.

Manufacturer narrative:
Additional information received from the facilities stock controller indicates the product was returned; however, an evaluation has not yet been performed. There were no patient complications reported as a result of this event. Upn, lot number, event and procedure date, and patient gender were also reported.

Event description:
Note: the date of event is unk. It was reported to boston scientific corp on (B)(6), 2010 that an optiflex nitinol stone retrieval basket was used for a "kidney stone removal" procedure. According to the complainant, the retrieval basket would not open or close inside the pt "after being used for awhile". According to the physician, the problem was because of "damage inside the shaft or damage of the basket". The procedure was successfully completed using another optiflex nitinol stone retrieval basket. The physician indicated no additional event info is available. The pt was reported to be "stable" post procedure.

Manufacturer narrative:
The upon and lot number are not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant info received, a supplemental medwatch report will be filed. (B)(4).

Manufacturer narrative:
A visual inspection of the returned device found the basket closed and the sheath and drive wire severely kinked. After each kink was cut away, the drive wire was able to move freely within the sheath, allowing the basket to be opened and closed with ease. The device is shipped to the customer open, and was returned closed with kinks. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an optiflex nitinol stone retrieval basket was used for a "kidney stone removal" procedure (patient age, gender, and weight are unknown). According to the complainant, the retrieval basket would not open or close inside the patient "after being used for awhile." According to the physician, the problem was because of "damage inside the shaft or damage of the basket." The procedure was successfully completed using another optiflex nitinol stone retrieval basket. The physician indicated no additional event information is available. The patient was reported to be "stable" post procedure.